Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work as intended. Two weeks later, the patient underwent surgical intervention to explant the device. A crack was found in the pump connecting tube, the entire ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. The cylinders, pump, and reservoir were microscopically inspected and leak tested. The reservoir presented wear at a fold in the reservoir shell and both cylinders bot had wear at folds in the proximal end, the middle, and the distal end. The pump tubing was cut down to the pump block and the tubing was not returned for analysis. All of the components did pass leak testing. Additionally, the pump passed the functional testing performed. Based on the available information, the reported allegations were unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work as intended. Two weeks later, the patient underwent surgical intervention to explant the device. A crack was found in the pump connecting tube, the entire ipp was replaced. There were no patient complications reported.